Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-sep-2020. The most recent information was received on 24-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('during removal it was discovered that device had ruptured the fallopian tube and was sticking out of it') and menorrhagia ('increasingly heavy menstrual bleeding') in a female patient who had essure (batch no. We011d6- not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hydrosalpinx ("during removal it was discovered that fallopian tube had severe hydrosalphynx (severe inflammation and fluid build up) around the device, which burst other fallopian tube"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (hysterectomy performed in (B)(6) 2019 and womb, both fallopian tubes and one ovary removed). Essure was removed in (B)(6) 2019. At the time of the report, the fallopian tube perforation, menorrhagia, ovulation pain and hydrosalpinx outcome was unknown. The reporter considered fallopian tube perforation, hydrosalpinx, menorrhagia and ovulation pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2017: essure successfully placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('during removal it was discovered that device had ruptured the fallopian tube and was sticking out of it') and menorrhagia ('increasingly heavy menstrual bleeding') in a female patient who had essure (batch no. We011d6) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hydrosalpinx ("during removal it was discovered that fallopian tube had severe hydrosalphynx (severe inflammation and fluid build up) around the device, which burst other fallopian tube"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and ovulation pain ("ovulation pain"). The patient was treated with surgery (hysterectomy performed in (B)(6)2019 and womb, both fallopian tubes and one ovary removed). Essure was removed in (B)(6) 2019. At the time of the report, the fallopian tube perforation, menorrhagia, ovulation pain and hydrosalpinx outcome was unknown. The reporter considered fallopian tube perforation, hydrosalpinx, menorrhagia and ovulation pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2017: essure successfully placed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.